Event description:
On (B)(6) 2010, pt's wife reported they are having concerns with both the up and down arrow buttons on his infusion device. Wife stated this concern first occurred 2 weeks ago. Wife does not have the device with her; unable to troubleshoot. Wife reported she is uncertain if the buttons pop back up after they have been pressed. Reminded wife they could switch to backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.